Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance anomaly. This ra lead was replaced with different model. No additional adverse patient effects were reported.